Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an increase in pacing thresholds and high impedance was observed in clinic on the atrial lead. The lead was capped and replaced. During the procedure, a possible fracture under the clavicle was noted. The patient was noted to be in great condition following the procedure.